Event description:
The customer observed falsely elevated alinity I ca 19-9xr results for one sample from a testing center. The following results were provided: (B)(6) 2026 sid (B)(6), initial result = >1,200.00 u/ml, repeat result with 1:10 dilution = 24.58/ u/ml, 1:10 automatic dilution results = 224.61 u/ml, 241.52 u/ml, undiluted result = >1,200.00 u/ml, 1:2 dilution = 715.82 u/ml, 1:4 dilution = 367.26 u/ml, 1:8 dilution = <240.00 u/ml. Results on alternative alinity I (sn ai33910): (B)(6) 2026 initial result = > 1,200.00 u/ml, repeat result with auto dilution 1:10 = 226.25 u/ml, repeat result = >1200.00 u/ml, repeat with 1:2 dilution = 691.05 u/ml, 1:4 dilution = 435.04 u/ml, 1:8 dilution <240.00 u/ml, automatic 1:10 dilution = 204.68 u/ml. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 08p32-20 that has a similar product distributed in the us, list number 8p32-21 with 510k/PMA/bla number k052000. All available patient information was included. Additional patient details are not available.